Manufacturer narrative:
(B)(4). The pump was received with a critical pump error (open book image) alarm due to moisture damage on the electronic assembly. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self test due to critical pump error (open book image) alarm. Moisture damage was also found on the motor and force sensor during visual inspection.

Event description:
Information received by medtronic indicated that they could do not hear fluid when shaking the insulin pump. Customer stated they could see fluid under the lcd. Customer stated the insulin pump was not dropped. But there were cracks. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.